Manufacturer narrative:
Company comment: the serious event of granuloma skin and the non-serious events of encapsulation reaction and pain at implant site were considered expected and possibly related to the treatment. Seriousness criteria include the need for medical and surgical interventions, and the long-standing event suggestive of permanent damage. The potential root cause is the treatment procedure, user error or a foreign body reaction to the product in the local tissue. Sculptra was used off-label and was intentionally misused with regards to reconstitution and use of cannula, which could have potentially contributed to the events. The non-serious event of cardiac disorder was considered unexpected and unrelated to the treatment, and an alternative etiology includes concomitant dupixent treatment. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause. The reported lot number was valid and verified the reported product. To this date, two medical complaints including this case have been reported for this lot number. Sanofi confirms that no quality issues have been identified in the overall manufacturing process of the specified batch. The batch is conforming with the cgmp and to the specification requirements. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate and no additional investigations will be conducted. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number: (B)(4) is a spontaneous report sent on 10-jan-2024 by a registered nurse concerning an adult female patient. Additional information was received on 11-jan-2024 from the same reporter. The medical history of the patient included eczema and hypertension since 2016. Concomitant medications included losartan [losartan] 100mg daily and hydrochlorothiazide [hydrochlorothiazide] 25mg daily from 2016, aspirin [acetylsalicylic acid] 81mg daily, vitamin d [colecalciferol] and ambien [zolpidem tartrate] as needed. No information about history of allergies or previous filler treatments has been provided. On (B)(6) 2021, the patient received treatment with 2 vials (14 ml) of sculptra (lot: 0j05g6), 1 vial (7 ml) to each hand using a 22g 1-1/2 inch tsk steriglide dermal cannula with a 21g pilot needle with unknown technique under asepsis. Each vial of sculptra was reconstituted with 6ml sterile water [water for injection]and 1ml 1% lidocaine [lidocaine] plain. The sculptra was injected to hands (off label use of device) and each vial of sculptra was diluted with 7 ml/sculptra was injected with 22g 1-1/2 inch tsk steriglide dermal cannula (intentional device misuse). On (B)(6) 2021, the patient again received treatment with 1 vial (7ml) of sculptra (lot: 0j05g6), half vial (3.5 ml) to each hand using a 22g 1-1/2 inch tsk steriglide dermal cannula with a 21g pilot needle with unknown technique under asepsis. Each vial of sculptra was reconstituted with 6ml sterile water and 1ml 1% lidocaine plain. Within a couple of months after treatment, in 2021, the patient developed nodules/granulomas (granuloma skin) of moderate severity on hands. The hcp reported that the majority of nodules were smaller, but there was a large single nodule that bothered her. On (B)(6) 2021, the patient was injected with full strength of intralesional kenalog [triamcinolone acetonide] and was asked to return for follow up in 2 weeks. On (B)(6) 2021, the hcp had seen the patient again and the nodule was still present. During the visit, they discussed about excision of the nodule. After describing the procedure, patient consented for surgical excision. Surgical site was marked and anesthetized with 1% lidocaine-epinephrine [epinephrine, lidocaine hydrochloride]. After allowing adequate epinephrine effect, the hand was prepped and draped in usual sterile manner. A small incision was made overlying the nodule and dissection was carried down. It was well encapsulated (encapsulation reaction) and in the subcutaneous plane distinct from the tendons. They were able to dissect the nodule free and remove it. Hemostasis was excellent. The wound was irrigated and then closed with 6-0 nylon. Aftercare reviewed. The patient was scheduled for follow-up in 1-2 weeks for suture removal. The patient reported to the hcp that other nodules were smaller, and she decided not to do anything with smaller nodules. On an unknown date on (B)(6) 2022, the sutures were removed with a normal follow up on (B)(6) 2022. On an unknown date, following the event, the patient received treatment with dupixent [dupilumab] for eczema for 10 months and was stopped due to unspecified cardiology issues (cardiac disorder) and post discontinuation of dupixent, all cardiology issues were resolved. The hcp reported that nodules had worsened over the past several months since stopping dupixent. On (B)(6) 2023, (about 2 months ago from the date of report), the patient had a new large nodule between the fourth and fifth metacarpal. At that time, the patient had seen the primary care physician for hand pain (implant site pain). She had undergone rheumatology lab and autoimmune workup, and all the test results were normal or negative. The hcp started the patient on medrol dosepak [methylprednisolone] and she believed that the nodules were better. Later, the patient reported recurrence of the nodules once steroids were stopped. The hcp also confirmed that the nodules had worsened since the patient was seen in the office on (B)(6) 2021 and there was higher volume of nodules but there was no sign of infection or inflammation. Over the past two months, the nodule between the fourth and fifth metacarpal had become significantly large, of the size of a lima bean and that nodule was removed on (B)(6) 2024 and sent to pathology. They anesthetized directly over the lesion and prepped and draped in usual sterile manner. A small incision was made and were able to dissect down. Immediately under the skin, and outside of the fascia, we identified a discrete nodule which was removed. This was sent to pathology. The incision was closed with 6-0 nylon. The histological sections showed that the material was somewhat clear multinucleated forming granulomas. The patient was currently planning to have her remaining multiple nodules surgically removed and has consulted with the provider and hcp office to schedule this procedure. Outcome at the time of the report: nodules/granulomas was not recovered/not resolved/ongoing. Unspecified cardiology issues was recovered/resolved. Pain was not recovered/not resolved/ongoing. Encapsulated was unknown. Sculptra was injected to hands was recovered/resolved. Each vial of sculptra was diluted with 7 ml/sculptra was injected with 22g 1-1/2 inch tsk steriglide dermal cannulal was recovered/resolved. Tracking list: v.0 initial v.1 fu received on 01-feb-2024 from the same reporter: event (encapsulation reaction) added. Verbatim and coding of event implant site nodule updated to granuloma skin. Verbatim of intention device misuse, suspect device needle type, reconstitution, surgical treatment and laboratory data were updated. On 22-feb-204, batch records review results were received.

Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2024 by a registered nurse concerning an adult female patient. Additional information was received on 11-jan-2024 from the same reporter. The medical history of the patient included eczema and hypertension since 2016. Concomitant medications included losartan [losartan] 100mg daily and hydrochlorothiazide [hydrochlorothiazide] 25mg daily from 2016, aspirin [acetylsalicylic acid] 81mg daily, vitamin d [colecalciferol] and ambien [zolpidem tartrate] as needed. No information about history of allergies or previous filler treatments has been provided. On(B)(6) 2021, the patient received treatment with 2 vials (14 ml) of sculptra (lot 0j05g6), 1 vial (7 ml) to each hand (unknown injection technique and needle type). The sculptra was injected to hands (off label use of device) and each vial of sculptra was diluted with 7 ml (intentional device misuse). On (B)(6) 2021, the patient again received treatment with 1 vial (7ml) of sculptra (lot 0j05g6), half vial (3.5 ml) to each hand (unknown injection technique and needle type). Within few months after treatment, the patient developed nodules (implant site nodule) of moderate severity on hands. The hcp reported that the majority of nodules were smaller, but there was a large single nodule that bothered her. On (B)(6) 2021, the patient was injected with full strength of kenalog [triamcinolone acetonide]. On (B)(6) 2021, the hcp had seen the patient again and the nodule was still present. During the visit, the nodule was surgically excised completely. The patient reported to the hcp that other nodules were smaller, and she decided not to do anything with smaller nodules. On an unknown date, following the event, the patient received treatment with dupixent [dupilumab] for eczema for 10 months and was stopped due to unspecified cardiology issues (cardiac disorder) and post discontinuation of dupixent, all cardiology issues were resolved. The hcp reported that nodules had worsened over the past several months since stopping dupixent. In (B)(6) 2023 (about 2 months ago from the date of report), the patient had a new large nodule between the fourth and fifth metacarpal. At that time, the patient had seen the primary care physician for hand pain (implant site pain). She had undergone rheumatology lab and autoimmune workup, and all the test results were normal. The hcp started the patient on medrol dosepak [methylprednisolone] and she believed that the nodules were better. Later, the patient reported recurrence of the nodules. The hcp also confirmed that the nodules had worsened since the patient was seen in office on 29-dec-2021 and there was higher volume of nodules but there was no sign of infection or inflammation. Over the past 2 months, the nodule between the fourth and fifth metacarpal had become significantly large, of the size of a lima bean and that nodule was removed on (B)(6) 2024 and sent to pathology. Outcome at the time of the report: nodules was not recovered/not resolved/ongoing. Unspecified cardiology issues was recovered/resolved. Pain was not recovered/not resolved/ongoing. Sculptra was injected to hands was recovered/resolved. Each vial of sculptra was diluted with 7 ml was recovered/resolved.

Manufacturer narrative:
Company comment: the serious event of nodule at implant site and the non-serious event of pain at implant site were considered expected and possibly related to the treatment. Seriousness criteria includes the need for medical and surgical intervention, and the long-standing event suggestive of permanent damage. The potential root cause is the treatment procedure, user error or a foreign body reaction to the product in the local tissue. Sculptra was used off-label and was intentionally misused with regards to reconstitution, which could have potentially contributed to the events. The non-serious event of cardiac disorder was considered unexpected and unrelated to the treatment. Alternative etiology includes concomitant dupixent treatment. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause. The reported lot number was valid and verified the reported product. To rule out a non-conforming product, a batch record review will be performed. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the currently performed investigations.